Event description:
While checking on a parenteral nutrition infusion the clinician noted blood backing up from the PICC site and corrected line and infusion. During the morning check rn coordinator noted fluid leaking and moisture at the 0.2-micron filter that was integral to an ic set. Review of the set noted a new lot number that was provided to our hospital in response to a recent event with the same 0.2-micron filter leaks. The nursing staff taped the section of the packaging to the set prior to use to keep and identify the lot number used. The recent medwatch reported event noted greater than 12 reported filter leaks. This newly reported set will be saved and given to the manufacturer rep scheduled to perform on-site follow up this week. Manufacturer response for filtered IV set, plum set (per site reporter). The manufacturer is arriving on-site to investigate a previous medwatch report on the same filter leakage event. Biomedical to provide the manufacturer rep with additional set(s).